Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were holes in the tubing of nine (9) homechoice cassettes which resulted in solution leakage. The leaks were observed priming of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.